Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery to the diagonal (dx). The physician attempted to place the promus element plus stent, but was unable to cross the lesion. During the attempt to cross the lesion, the stent "accordioned" on itself. The vessel was rewired and the promus element plus stent was crushed against the vessel wall. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).